Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. Video provided shows an implanted iol. The trailing haptic appears to be extended straight and appears to be adhered to the plunger. The hcp appears to remove it with a surgical tool and procedure completed. We are unable to determine the root cause for the reported complaint "trailing haptic was stuck on the injector". Straight trailing haptic was observed on the returned video. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular (iol) implantation procedure the while inserting the lens, the trailing haptic was stuck on the injector. There was no patient harm. The surgery was gone well. Additional information has been received and stated the surgery was completed on the same day.